Event description:
Positive displacement connector failed to protect lumen from backflow of blood, which clotted and occluded the lumen, delayed meds. IV therapy reports repeated complaints involving this product over the last year.